Event description:
It was reported that a progav 2.0 shuntsystem(#fx414t) was implanted on (B)(6) 2020. According to the complainant, the progav 2.0 caused an over-/under-drainage. (Varies) the patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation result: visual inspection: during the investigation, no significant deformation or damage of the valve was determined . Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-/ over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerance. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no deposits were visible. Result: according to the results of investigation, no functional deviations or other abnormalities of the product was determined. The product operated within all specification.